Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in the dialysate at the end of treatment. The machine alarmed. Estimated blood loss was 250 ml. The pt did not complete treatment since the leak occurred at the end of treatment time, but resumed treatment as scheduled on (B)(6) 2014. Pt had no adverse effects and no medical intervention was required. Sample has been discarded.